Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent pressure and clear passage testing; and no blockage or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. The event was further reported as a "filter part is cracking". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.